Event description:
It was reported that there was foreign matter in the needle ns 23g 1in cannula cover.

Manufacturer narrative:
Investigation summary: complaint trending review of this lot and defect reveals no more complaints. Lot number reported (160530) corresponds to sterile product item # 300800 which is different than the product code reported by customer (304627). Attempts made to contact customer to verify product code and lot information, no response received. DHR was conducted for lot code 160530. Information as follows: all the production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's were found. Needles were packed in machine 2104 (may 23-27th, 2018) during which 76 visual inspections were carried out with zero defect noted. Needles were assembled in machine #4411 and come from two assembled batches: -#6137312: (may 23 - june 01st, 2018) during which 412 visual inspection of 25 units were carried out with 0 rejections noted. -#60905142: (april 14-19th, 2018) during which 158 visual inspection of 25 units were carried out with 0 rejections noted. Provided picture shows a white particle trapped between shield and hub which looks like paper. Examination of returned unpacked affected sample confirmed the defect as an epoxy (glue used to join cannula into hub) on external hub side which has been detached after curing. Investigation conclusion: based on above results, we determine the foreign body detected by customer is epoxy (adhesive used to join metal part with needle plastic part - hub). This issue occurred in the assembly process in which the adhesive is added to the hub, probably because of some temporary stoppage in the process or any adjusment of the epoxy dosage machine. As a consequence, higher quantity of epoxy was added to and fell down to hub resulting in the observed issue. Root cause description: the potential root cause for the foreign matter incident is associated with the assembly process. Taking into account our experience, the probability of occurrence of this non-conformance should be very low supported by the low percentage of defects identified in our routine in-process inspections. Rationale: we can ensure that the probability of finding this kind of defect is low and any recurrence is unlikely in our products. Since review of needle DHR showed no indication of the alleged defect, and since this is the first time this lot is reported for this defect, no actions are required.

Manufacturer narrative:
The reported lot # [160530] was not found for the reported catalog # [304627]. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter in the needle ns 23g 1in cannula cover.